Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: canada. Review of the most recent repair record determined the screwdriver was damaged, the thickness control lever was loose, and the control bar was not in the correct position. The control bar was adjusted and screws, the screwdriver, vespel bearings, and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during pm that repair / pm needed. This unit has just been sent out for our yearly calibration, just as we do every year. It was just for preventive maintenance and no malfunction is involved. During the investigation, the depth gauge/ lever was found to be loose. There is no harm or delay reported. There was no patient involvement. Due diligence is complete and there is no additional event information available.